Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as 2134265-2009-00011. It was reported that 1457 days after a coronary artery stenting procedure, the pt experienced angina and required a target vessel reintervention (tvr). The pt presented to the hosp 10 months prior to the index procedure, with chest pain. A chest x-ray showed acute bilateral infiltrates and increased pulmonary congestion field to represent fluid overload. During this hosp visit, an echocardiogram showed a 40% ejection fraction with anterior anteroseptal hypokinesia and a question of pleural effusion. An ultrasound of the right upper extremity showed no sign of deep vein thrombosis. The pt has a history of atrial fibrillation, myocardial ischemia, significant atherosclerotic heat disease and abnormal stress tests. He has a PICC catheter placed in his right upper extremity. Clinical status assessment 22 days prior to the index procedure, indicated that the pt's qualifying condition was unstable angina (braunwald class iib) and the pt was referred for cardiac catheterization. The target lesion was a 3.0 mm, 80% stenosed, 24 mm long portion of the proximal circumflex (prox cx). The target lesion was treated with pre-dilatation. Due to the lesion not adequately covered by one study stent, two 3.0 x 24 mm taxus liberte' study stents were implanted, resulting in 10% residual stenosis. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. At 1457 days after the index procedure, the pt experienced angina pectoris with elevate cardiac enzymes and hypotension. At 11 days later, the pt was hospitalized and underwent angiography without revascularization with the comment, "the pt was admitted for an angioplasty and stenting of the prox cx, but the dr could not cross the lesion, so no intervention was completed." The next day, the event was resolved with no residual effects and the pt was discharged. In the opinion of the physician, the relationship of the event to the taxus liberte' stent is possible.